Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant was reported as the contralateral iliac limb was narrow in diameter. The patient presented emergently with leg pain. The CT revealed that the contralateral iliac limb was occluded. The physician stated that the contralateral iliac limb had narrowed to 5-6 mm in diameter, resulting in the occlusion of the stent graft up to the bifurcation of the stent graft. The patient had a femoral to femoral bypass and blood flow was restored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (occlusion, surgical bypass). (Anatomy related; narrow contralateral iliac vessel).